Manufacturer narrative:
Additional information: it was learned that the lens was explanted from a (B)(6) year old female patient's left eye. The lens was replaced with the same model lens but with a larger diopter. There was no incision enlargement, vitrectomy, or sutures required. There was no complications or injury reported. Age/date of birth: (B)(6). Gender/sex: female. Device available for evaluation ¿ yes, returned to manufacturer on 03/08/2017. Device returned to manufacturer ¿ yes. Device evaluation the device was returned to the manufacturer. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The reported complaint could not be confirmed in the returned sample. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 16.5 diopter was explanted due to unexpected postop refraction outcome. Before the surgery a 17.5 diopter lens was selected but the ora (ocular response analyzer) suggested a 16.5 size lens. The physcian noted that even the 17.5 would not have been enough power because on day 1 the patient was about +2 and then at 6 days the patient was somewhere between + 1.25 and 1.5 spherical equivalent (se). The patient's distance was okay but the near was poor. There were no complications reported with the lens exchange and the surgeon does not feel the lens is implicated in the refractive miss. Day 1, after the lens exchange, patient was 20/25 and j5. Patient was much happier but still fairly dilated. The physcian noted that the patient wants her 2nd eye done next week, however the surgeon plans to have the patient wait a bit for second eye.